Event description:
It was reported that during a procedure, the surgeon used the opening reamer like normal and heard a pop. Subsequently, the reamer was reported to be acting odd. When the reamer was removed, it was noted to be broken. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code - mechanical (g04) - drill. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - drill visual examination of the returned product/provided pictures identified the ao connector end of the reamer has some wear and tear and the flutes of the reamer have some gouging. The reamer has fractured near the distal end of the reamer at one of the links. This would cause the reamer to function off center and out balance. The reamer remains in one piece and has not fractured completely into multiple pieces. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.